Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia surgical procedure, the force bipolar instrument was stuck on suture and the key failed to release it. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the force bipolar instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. No image or video clip for the reported event was submitted to isi for review. A review of the instrument logs for the force bipolar part# 471405-06 / serial # (B)(4) was performed. The instrument was last used on (B)(6) 2022 during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia surgical procedure on system sk1719 with 5 uses remaining. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the force bipolar instrument failed to unclamp. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.